Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The clip remains implanted. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attached article titled: "transcatheter electrosurgical laceration and stabilization of failed mitraclip[s]/sapien m3 for treatment of failed mitraclip"na

Event description:
It was reported through literature that a patient presented with severe functional mitral regurgitation (mr). One mitraclip was implanted without any issue noted. Another mitraclip was attempted, however, was not implanted due to the elevated gradient of 6mmhg and hypotension. The second mitraclip was removed and not deployed. The mr had been reduced to grade 2+. 6 years later, the patient presented with recurrent heart failure symptoms despite medications, with severe mr lateral to the a2/p2 mitraclip. The gradient was 4-7mmhg and surgery was not an option. As treatment, an elasta-clip to enable sapien m3 (non-abbott, transcatheter mitral valve replacement) implantation was chosen. The placement involved transcatheter placement of wires, catheters from the left atrium (la) to left ventricle (lv), and a prophylactic intra-aorta balloon pump (iabp) was placed. The mitraclip had remained attached to the anterior and posterior leaflets (per figure a). The anterior leaflet was then intentionally lacerated via electrosurgery (electrosurgical detachment). The detachment shifted the mr jet laterally, and the mitraclip was now only attached to the posterior leaflet (per figure b). Rapid pacing was causing the mitraclip, now only attached to the posterior leaflet, to flip back and forth from the la to lv. Pacing was discontinued and the transcatheter mitral valve replacement was finished. The sapien m3 was deployed, jailing the mitraclip to the ventricular wall. Trace mr with a residual gradient of 4mmhg was noted. The patient was discharged 6 days later with improved heart failure symptoms. Details provided in the article titled: " transcatheter electrosurgical laceration and stabilization of failed mitraclips/sapien m3 for treatment of failed mitraclip¿.

Manufacturer narrative:
B3: date of event - estimated. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. D6a: date of implant ¿ estimated. The product was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported mitral regurgitation, heart failure, and mitral stenosis cannot be determined. However, mitral regurgitation, heart failure, and mitral stenosis are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization, medication, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.